Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient had a 13.5 hour back surgery about 2 years ago that was not related to their device or therapy. During the surgery, their ins shorted out and it did not work anymore, it was just dead. They put a new ins in on monday. No further complications reported.